Event description:
While performing onsite service for the device, it was noted by an authorized field service engineer (fse) that the etco2 module would not properly calibrate. There was no reported patient involvement.